Event description:
On 06/26/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was deployed in a patient's left groin. Hemostasis was not achieved following device deployment and a hematoma was noted to form, therfore a femostop device was placed with control of the bleeding. The patient was later diagnosed with a pseudoaneurysm. Ultrasound guided manual compression was attempted without success to resolve the event. On 06/29/1998 the patient was taken to surgery where a ragged transverse tear was identified in the common femoral artery. The patient underwent vessel repair of the pseudoaneurysm and drainage of the hematoma. The patient tolerated the procedure well, and was discharged home four days later on 07/03/1998. At the time of the report to the manufacturer on 08/10/1998 there had been no further report of complication or patient sequelae.